Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer is new to injections and was never told how to use pen needles. Consumer has been attempting injections for several weeks without removing the needle shield. Stated, the insulin has been leaking out of the pen needles when taking his injections. Stated, his blood sugar had not changed. Did not seek medical attention went over how to use the pen needles the correct way over the phone. Lot: 4079023, catalog: 320550, date of event: unknown, samples: no, no mail kit going out or replacement. Cl.